Manufacturer narrative:
Device evaluation: the 01 x zimmon pancreatic stent of unknown lot number and rpn were involved in this complaint. With the information provided, a document-based investigation was conducted. This file is open to capture the 01 case of hemorrhage of unknown pancreatic stents pmcf. This file was created in response to pmcf / literature complaint form "final report pancreatic stent pmcf MDR-2062¿. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all pancreatic plastic stent devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use /or label review: as per the IFU (0045) intended use statement ¿this device is used to drain obstructed pancreatic ducts¿. Bleeding is a known adverse event as per the IFU ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic action to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest¿. There is no evidence to suggest the customer did not follow the IFU. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause of a known procedural adverse event associated with pancreatic stent placement. As per the IFU this device is used to drain obstructed pancreatic ducts. Hemorrhage is a known potential adverse event associated with ercp as per the IFU. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary of investigation: failure identified: as per customer/ or rep testimony the 01 x zimmon pancreatic stent case of hemorrhage of unknown pancreatic stents pmcf .confirmed quantity of 1 device, used. Investigation findings conclude a possible root cause of a known procedural adverse event associated with pancreatic stent placement. As per the IFU this device is used to drain obstructed pancreatic ducts. Bleeding /hemorrhage is a known potential adverse event associated with ercp as per the IFU. The complaint is confirmed based on customer/or rep testimony. According to the pmcf study, it is unknown how the hemorrhage was treated. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-sept-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via pmcf / literature complaint form "final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system." Final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system this complaint captures 1 case of hemorrhage. Patient outcome: no information provided.